Event description:
The clinician reports the implant was inserted (B)(6) 2012 in the patient's mouth. On (B)(6) 2019 loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain and abscess. No further patient complications were reported.